Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified four curved openings, void >1 mm in non-textured, flat creases and wear abrasion. A microscopic analysis and leak test were performed which identified four curved openings striated. Based on the device analysis, the final assessment is four openings striated in the side anterior/posterior assessed as surgical damage.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.